Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off during the night while the customer was sleeping. The customer's blood glucose level was impacted (above 300 mg/dl). The customer took a manual injection. During troubleshooting with tandem technical support, review of the pump data revealed that the pump had shut down due to insufficient battery power, as low power alerts were not addressed by charging the device.